Event description:
It was reported that during use of this wiredriver in a podiatry surgery, the patient received a permanent "tattoo-like" mark to their skin. There was no report of serious injury or surgical delay with this event.

Manufacturer narrative:
Investigation results: conmed linvatec received this device for eval. The investigation was unable to duplicate the reported problem of "tattooing of the skin". During testing of this wiredriver, it performed to functional specs. The root cause of this problem could not be determined. This micro 100 wiredriver accepts threaded & unthreaded wires from 0.028" to 0.062" (0.71mm to 1.57mm). The customer reported using wires within the acceptable dimensions. Conmed linvatec will continue to monitor this device for failures. The handpiece instruction manual for this device cautions: continually check all parts of the instrument or its attachments for overheating. If overheating is noticed, discontinue use and return the equipment for service.